Manufacturer narrative:
.

Manufacturer narrative:
The t:slim g4 pump user guide states: always ensure that the infusion set is disconnected from your body before filling the tubing. Failure to disconnect your infusion set from your body before filling the tubing can result in over delivery of insulin. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer filled tubing with 24.4 units, while connected to the pump. The customer contacted the healthcare provider who instructed the customer on how many carbohydrates to consume, based on the amount of insulin delivered. The customer reported that blood glucose level was fine, as the customer had consumed carbohydrates. There was no adverse impact to the customer.